Event description:
It was reported that connecta plus3 10cm white tubing disconnected. This occurred on 2 occasions. The following information was provided by the initial reporter: IV extension set tubing disconnection from male luer whilst connected to a central line. One occurred on the (B)(6) 2021, one occurred on the (B)(6) 2021. Other than the disconnection, mess, loss of some blood and medication, and potential for infection due to open line, there was no adverse event reported. Due to the location these taps are placed during an anaesthetic (close to the patient, under drapes), there is the potential for a serious adverse event to occur due to loss of blood and inadequate medications being infused.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: a complaint about a product having connection issues was received from the customer. Samples were returned to aid in the investigation of this defect. Through inspection the customer complaint was verified. A device history record review was completed by our quality engineer team for provided lot number 0129556. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. The root cause for this issue was determined to be damage to the valve that assembles the tubing and the fitting for this product. This part has been replaced and the manufacturing site is working on an improved detection process for damage on this component.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that connecta plus3 10cm white tubing disconnected. This occurred on 2 occasions. The following information was provided by the initial reporter: IV extension set tubing disconnection from male luer whilst connected to a central line. One occurred on the (B)(6) 2021, one occurred on the (B)(6) 2021. Other than the disconnection, mess, loss of some blood and medication, and potential for infection due to open line, there was no adverse event reported. Due to the location these taps are placed during an anaesthetic (close to the patient, under drapes), there is the potential for a serious adverse event to occur due to loss of blood and inadequate medications being infused.